Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user's continuous glucose sensor briefly disconnected, after which the ilet displayed a "low bg soon" alert; within about 10 minutes the sensor reading resumed and showed a blood glucose of 74 mg/dl, and the user¿s spouse planned oral carbohydrate intake while the user remained asymptomatic. Symptoms included no reported clinical effects consistent with hypoglycemia. Outcomes included no injury and no medical intervention beyond planned oral glucose, with no hospitalization. Investigation included troubleshooting and user education conducted by support personnel. Investigation of this case revealed an unclear cause due to transient sensor interruption without confirmatory fingerstick and no corroborating symptoms. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.